Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the damaged scope socket was likely caused by excessive force and the lack of image was likely due to the faulty circuit (dr) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of endoscopic retrograde cholangiopancreatography adaptor failing to work was confirmed due to a faulty dr board and loose scope socket video connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center endoscopic retrograde cholangiopancreatography adapter failed to work. The event occurred during preparation for use. During a standard service inspection of the customer returned device, faulty dr board and loose scope socket video connector were noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.